Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Device evaluation summary: an empty winding former, a paper lid and a dispensed suture code x872, lot lhh501 were returned for analysis. During the visual inspection of the suture, body fluids were noted in some parts and the end was busted. A functional test was performed using a instron and the tensile force were above the minimum requirements. The needle was not returned for analysis. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample.

Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while tying the knot. There were no adverse patient consequences reported. No additional information was provided.